Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 536 mg/dl, which was treated with a bolus delivery. Customer had symptoms of fatigue. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Insulin pump passed high pressure test. Customer reported to have been disconnected from insulin pump over night and was treating with manual injection.